Event description:
Information received from the field notes that after valve surgery, the device exhibited measured battery data of 2.30v and >399ua. Re-interrogation gave appropriate measured data. The patient was not pacemaker dependent with an intrinsic rate in the 50's. A subsequent follow-up one month later gave similar measured data readings of 2.20v, >399ua. The mode reverted to aat with dashes (---) for multiple parameters. The device was subsequently replaced.